Event description:
It was reported that a revision was performed due to disassociation of the acetabular liner and an abnormal noise.

Manufacturer narrative:
The associated devices were returned for evaluation. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. An analysis performed by our research department concluded the following: visual inspection of the returned devices showed scratches on the articulating surface of the femoral head. Metal transfer was noted in the scratches on the femoral head, likely due to contact with the acetabular shell. This transfer could have occurred during the reported disassociation. Damage was also noted on the underside of the femoral head, likely due to removal of the femoral head. Deformation was noted on the returned screw head. This damage could have occurred due to contact with the femoral head; metal transfer was noted in the deformed area on the screw head. Deformation was noted on the rim of the returned liner. This likely occurred during the reported disassociation. Damage was also noted on the outer surface of the liner. It is possible that the liner disassociated from the shell, with the damage occurring during patient ambulation. A review of complaint history revealed that we have not had any previous complaints for the associated batches/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.